Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and wearing down the lateral compartment of the left knee. Surgeon removed the uni components and replaced with a total knee. No access to the cement used but know it was a 20g batch of fast setting bone cement. Doi: (B)(6) 2018 dor: (B)(6) 2019 left knee.

Manufacturer narrative:
Product complaint # ==> (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Additional information received confirmed that the reported event was due to natural progression.